Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference manufacturer report number: 3006705815-2019-03748, reference manufacturer report number: 3006705815-2019-03749, reference manufacturer report number: 1627487-2019-11062. It was reported that the patient had their entire system explanted due to an infection at the lead site. Reportedly, the infection has resolved.

Manufacturer narrative:
This report has been deemed a duplicate. Reference manufacturer report number 1627487-2019-09664.